Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair the vapr iii generator caught on fire. They used a fire extinguisher to suppress the fire, there were no injuries; however, the repair was not completed. There are questions out for further information and detail.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair the vapr iii generator caught on fire. They used a fire extinguisher to suppress the fire, there were no injuries. The procedure was concluded successfully using a competitor¿s device. The patient is doing fine, no problems. Also see associated MDR 1221934-2013-00159

Manufacturer narrative:
Depuy mitek was notified of an adverse event from (B)(6) involving a vapr iii generator. Our affiliate reported that during a knee procedure, the vapr iii generator caught fire and a fire extinguisher was used to suppress the fire. There were no reports of user or patient injury and the procedure was completed using competitor¿s devices. The foot switch for vapr iiii generator, catalog number 225021 serial number (B)(4), was used in conjunction with the generator in this procedure. The complaint device and the foot switch were sent for evaluation and repair to the authorized service centre. An incoming visual and functional inspection was performed upon receipt and the following anomalies were noted: generator: burnt power entry module. Saline residue at the power entry, rear panel and inside the generator. Damaged power cord. Burnt fuses in the power entry and on the psu board. Faulty backlight on the power switch. Intermittent function of the ¿down button¿ on the switch panel. Corroded power connector. Foot switch: no anomalies noted. From the evaluation performed at the service centre, it was determined that a combination of line voltage and saline solution was likely the root cause of an electrical shortage at the a/c inlet of the unit resulting in the fire. A review of similar complaints for the generator showed an overall complaint rate of 0.0001% over the past five years. Our risk management documentation identified potential risks related to fire issues and included are liquid ingresses on the device, with the highest expected failure rate of .01%. The complaint rate for this issue being 0.0001% is well within that expected failure rate. The saline solution ingress into the complaint device is the most likely root cause for the reported event, and we attribute this to handling, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair the vapr iii generator caught on fire. They used a fire extinguisher to suppress the fire, there were no injuries; however, the repair was not completed. There are questions out for further information and detail.